Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported on behalf of home care user that the tube's cuff was found to leak during use. The user facility was not able to provide any information regarding how the leak was discovered or how long the device had been in use. No adverse effects to patient reported.

Manufacturer narrative:
The reported bivona tracheostomy tube was returned for investigation. During the visual inspection, a tear on the cuff was observed. Unknown root cause. Unable to determine what was the actual cause of the tear.